Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts in resetting the pump, and the malfunction did not recur afterward. Customer was instructed to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.